Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer received a complete pump reset walkthrough from technical support, which resolved the issue, as the error did not reappear and the sensor session was successfully started.